Event description:
Pt underwent surgery to reduce a grade 2 spondylolisthesis (l5-s1). While turning the persuader handle to insert the screw the instrument popped off the screw head. Surgery was delayed 1 hour and pt suffered blood loss and anemia. Another screw was used successfully.